Event description:
During changing of tubing extension set, the tube came out and the balloon was noted to be completely deflated. Upon instilling water in balloon, there was a leak from the balloon identified.